Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If additional information is made available, the investigation will be updated as applicable. This report is for an unknown screws: nail distal lock/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis.

Event description:
It was reported that a patient underwent a modified technique for removal of an expert tibial nail due to non-union on (B)(6) 2018, a cannulated connecting screw cross threaded in nail and stripped out. The surgeon pivoted using standard extraction screw without incident. The hammer guide would not interface with the extraction screw so the surgeon pivoted using an unknown hammer guide from expert retrograde/antegrade femoral nail (ex rafn) set and nail was removed without incident. The procedure was successfully completed with two (2) minutes surgical delay. Patient outcome was as planned. Concomitant device reported: unknown extraction screw (part# unknown, lot# unknown, quantity# 1) cannulated tibial nail (part# 04.034.458s, lot# unknown, quantity 1). This complaint involves two (2) devices. This complaint is for one (1) unknown screws this report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Partial catalog number provided as 04.005.5xxx. Corrected data: it is unknown if device was reprocessed and reused. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.